Event description:
The complainant reported that during customer training from local team, the automated impella controller (aic) did not detect the purge disk. The purge system was changed but the issue did not resolve. Therefore, a new aic was used and the problem resolved. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned. The logs were reviewed for the reported issue that the purge disc could not be detected was confirmed. The purge disc flag was found to be broken. The root cause of the issue was a broken purge disc flag. A.3 revised as from the initial submission in accordance with updated procedures. E.1 name prefix/title was inadvertently omitted from the previously submitted report and address line 1 was revised as it was previously entered incorrectly. H.6 code 2199 was reported incorrectly on the previously submitted report.